Event description:
The user facility reported a 61-year-old male patient was implanted with an impella 5.5 pump for mechanical circulatory support. A "purge pressure low" alarm was triggered during support and the purge side arm was noted to be leaking. A purge bypass was recommended and instructions were sent. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge system leak was completed. The device was not returned for evaluation. Based on the clinical report it was concluded that the cause of the purge system leak was due to damage of the purge luer with the use of sodium bicarbonate. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records.